Event description:
Per FDA report: it was reported that the patient presented to the hospital on (B)(6) 2025 after receiving two alerts for high defibrillation impedance (<150 ohms) on the right ventricular channel and low p wave current on their implantable cardioverter defibrillator (ICD). The atrial channel also exhibited low pacing impedance at below 200 ohms. It was noted that the patient was admitted to the hospital previously in (B)(6) 2024 after experiencing inappropriate shock due to an episode of atrial fibrillation followed by high ventricular rate. The presence of atrial fibrillation was still detected at this recent hospital visit. No intervention was performed. The patient's condition was stable.

Manufacturer narrative:
As no information was provided and as the serial number of the lead is unknown and the lead is not returned to be analysis, no conclusion could be established. The event is recovered in our database for trends purposes.